Event description:
It was reported that non sustained ventricular oversensing provoked by deep breaths and coughing was observed during a post implant check in clinic. Diaphragmatic myopotentials were thought to be the cause of the oversensing. A poor far field morphology match score was also present on electrocardiogram (egm). Programming changes to turn the low frequency attenuation off was completed. This successfully stopped any further noise observed during provocation maneuvers and improved morphology match scores.